Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 1.1 and 1.2 cubies were failed to open. The customer stated that they were unable to access or issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had a malfunction. A field service engineer found that the pyxis cable running down the back of the auxiliary drawer had a nick. The fse replaced the pyxibus cable and tested it in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.